Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the master tool manipulator (mtm) moved by itself without any input from the surgeon. None of the patient¿s anatomic elements were touched and inspection of the operative site did not reveal injuries. After that the system, the arm, and the instrument behaved normally and the procedure was completed. The patient was not affected and there was a procedure delay of about 2-3 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The customer reported that in that moment, the surgeon was not at the console. The customer confirmed that the instrument moved in the intended direction. The intended direction was right, and the instrument movement went to the right, but the instrument had moved in a straight line more than it should have. The timing of the instrument movement was appropriate. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The problem was intermittent and happened when the customer changed the instrument and inserted it again. To resolve the issue the customer had pulled out the instrument and checked it for any damage and everything was fine. The instrument was put on the arm again and the there were no problems. As usual, the customer had every instrument inspected and no damage was observed. The instrument was not available for return. There was no information on the drape, and it was not going to be returned. There was no patient injury due to the event. No images were available. The issue had occurred at approximately 120 minutes into the procedure.